Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm1) wasn't moving correctly and the customer could not get to the position they're trying to move it to. Prior to calling the technical support engineer (tse), the customer undocked the usm, rotated it 180 degrees in the opposite direction, and redocked, but still could not get it to move where they wanted it to. Tse reviewed the logs and found no errors in the logs for usm1. Tse had the customer undock the robot and they stowed the patient side cart (psc) with touchpad stow. The customer stated usm1 wasn't stowing like the other usms were. Tse had them power off and hard power cycle the psc. When psc came back on they said usm1 didn't home like the other usms. Tse had them clutch the usm and move it and it seemed to move the same as the other usms. The customer redocked usm1 and installed an instrument, but still could not position it correctly. The clinical sales representative (csr) arrived and had them find the center of rotation of the usms travel by spinning from limit to limit and centering it. The usm still did not seem to move correctly. The surgeon did not feel comfortable using the usm and elected to convert to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the customer, the surgeon made the decision to convert the surgery to open due to the arm on the universal surgical manipulator (usm) not articulating to the position that the surgeon felt comfortable to operate in. The surgeon made the decision to operate open and to not operate robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse reviewed the error logs and saw no issues with universal surgical manipulator 1 (usm1). The fse test drove the system using surgeon's profile who was performing the case when the complaint was called in and could not replicate any issues with usm 1. No part replacement was required. The system has been tested and is verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to a non-functional universal surgical manipulator.